Manufacturer narrative:
Customer service troubleshooting indicated that the pump was producing adequate suction (the nipples were moving back and forth as they should). The customer was sent pump accessories. In follow up with the customer's husband, he indicated that his wife was diagnosed by a doctor with mastitis in the third week after the baby was born and was prescribed dicloxaciclin (10x day). He indicated that his wife was not using the breast pump at the time of diagnosis. Clinical follow up was completed with both the customer herself and her husband (the individual who originally reported the issue), as there was a language barrier with the customer. The customer and her husband presented different, and even conflicting, information. In summary, the customer indicated that the baby was born with an asymmetric jaw and had latch issues. Her husband indicated that she is breast feeding their baby and it is going well but she still has "lumps" after breast feeding. She had mastitis one month ago and took antibiotics and the mastitis is currently resolved (this was confirmed by her physician). He feels that the pump does not effectively express the milk. A replacement pump was sent to the customer. As of the date of this report, the original pump has not been received from the customer for testing/analysis. Based on the fact that the pump is not available for testing and analysis and poor latch and ineffective breast feeding can lead to mastitis, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.

Event description:
The customer's husband reported to customer service that his wife began using the breast pump on (B)(6) 2011 and used it 4 to 5 times per day. She was having some discomfort using the pump and was not able to express the milk. They purchased a hand pump and could express milk better with it. No injuries were reported.